Event description:
The pt's outcome after treatment with pepgen p-15 was "not reasonably to be expected by the customer." It can reasonably be assumed that the unexpected outcome was failure of the graft which would require an additional surgery to achieve the desired outcome.